Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had talked to their hcp and stated that they are sure that the ins battery is already gone because they had an increase of incontinence. Patient stated that the last time they are at the hcp, they were told that the ins battery is already low. Agent tried to walk them through connecting to the ins, but they could not get the programmer to power on and having difficulty in plugging it in the charger. Agent then conferenced in with hcit and they were able to get the programmer to power on. Patient was having difficulty understanding. No troubleshooting made during the call. Will call patient back once done with hcit. Agent documented reported events. Agent called patient back to further troubleshoot, but they are currently unavailable. Agent left a voicemail.